Event description:
Patient reports getting endoscopic retrograde cholangiopancreatography (ercp) a few weeks ago and had an infection from it. Confirmed it was unrelated to medications and it was a routine checkup, would do ercp every few months to check in.